Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. UDI# (B)(4). Implant date: date of implant was reported as an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed on (B)(6) 2016 because the trochanteric fixation nail advanced (tfna) helical blade cut out from the femoral head. The patient was revised to a total hip prosthesis. The date of the original tfna implant to repair an intertrochanteric femoral fracture was an unknown date in (B)(6) 2015. The revision procedure was performed successfully with no surgical delays, additional medical intervention or patient harm. This report is 1 of 1 for (B)(4).